Event description:
The customer reported that the clinical info center had no audio on the internal and external speakers. There was reported pt injury associated with this event. A f/u report will be submitted when the investigation is complete.